Event description:
It was reported that the pt heard an alarm on their pump, 4 days after it was confirmed by telemetry. The pt was having flu-like symptoms. The alarm was due to a low battery and was put in "safe state." The pump was reprogrammed on (B) (6) 2009 and a therapeutic bolus was given to the pt. The pt had supplemented with oral medications. They had planned to replace the pt's pump. The medication being delivered via the device system was dilaudid. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).